Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a printer issue. The customer confirmed that the analyst onsite and resolved. The system functioned as intended after troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation system had a printer issue. The customer stated that mlm printer cuts and prints right size when feed button pressed but not printing patient medication labels causing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.